Event description:
Customer reported the arterial line of the blood tubing set, behind the hard plastic hub of the male luer connector is drawing in air bubbles that triggered an air in blood alarm. The dialysis nurse reported that immediately upon initiation of the treatment, the machine generated an air in blood alarm. At this time, the nurse noticed a minute amount of blood leaking from the arterial line behind the hard plastic hub of the male luer connector that connected the pt's needle to the blood tubing set. There was no visible crack or separation seen on the hub. Treatment was interrupted, the blood was not returned to the pt due to air in the blood tubing set. Treatment was resumed utilizing a new blood tubing set, there was no medical intervention. The pt had an estimated blood loss of 198 ml from the discarded extracorporeal circuit. The blood tubing set was discarded, it is unavailable for inspection.